Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately whilst using onetouch control solution. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on (B)(6) 2014 at 5:30 - 6 pm. The patient reported obtaining an inaccurate high control solution result of ¿198mg/dl¿ on the subject meter. This result falls out with the acceptable range for this product. The patient currently takes other diabetes medications ¿gliboro¿ to manage her diabetes and denies taking any action in response to her regular diabetes management routine as a result of this alleged product issue. The patient stated that 3 hours after the alleged issue began; she developed symptoms of ¿shaking, dizzy¿. The patient denied receiving any treatment for the symptoms. At the time of troubleshooting, the cca determined that the correct unit of measure was being used and the incorrect testing procedure was being used at the time of testing. Cca also noted the patient performed a control solution test and the result was within the accepted range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.